Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg)meter. The sensor was inserted into the upper buttocks on (B)(6) 2019. It was reported that the readings between the cgm and bg meter had a 100mg/dl point difference. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported. The reported glucose values fall within the d zone of the parkes error grid.